Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation and the information provided, the foreign material was unable to be identified and no deviations from instruction for use (IFU) was identified. Additionally, there was physical damage (fluid leakage at main body of actuator) to the area where the foreign material was detected. However, a definitive root cause of the event could not be determined. The instruction manual states the reprocessing method associated with the event in "chapter 7 cleaning, disinfection, and sterilization procedures". Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the cysto-nephro videoscope exhibited foreign material on the angle lever of the actuator. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.